Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that patient ins battery is depleting excessively and faster than before. Patient stated that she keeps her stimulation on from 7am to 7pm and within two days, her ins battery is down 30-40%. Patient stated she noticed this change within the last five days. Patient confirmed there were no falls or trauma, but she had a cortisone shot with her stimulation on/around this time. Patient reviewed information with patient services but didn't adjust any parameters. There was a scheduled appointment for patient to meet up with rep. Patient also reported seeing a screen on the controller with a warning symbol but doesn't recall anything else that was on the screen. Patient was advised to capture the information and contact patient services if she encounters another unfamiliar message. There was a scheduled appointment for patient to meet up with rep. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that based off the notes, electrode 7 and 14 were orange and using more energy. They reprogrammed around that to optimize and patient would let them know if the issue persists.